Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had early battery depletion due to high outputs on the right atrial and right ventricular leads. The device was explanted and replaced, and the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.